Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 module analyzers, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. The sample was initially tested on the customer's e 801 analyzer on 17-dec-2020. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer and an e 602 analyzer on 21-dec-2020. Further investigation measurements were performed on an e411 analyzer on 23-dec-2020. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer is unknown. The serial number of the e 801 analyzer used for investigation is (B)(4). The ft3 reagent lot number used on this analyzer is 476059, with an expiration date of 31-aug-2021. The serial number of the e 602 analyzer used for investigation is (B)(4). The ft3 reagent lot number used on this analyzer is 473372, with an expiration date of 31-may-2021. The serial number of the e411 analyzer used for investigation is (B)(4). The ft3 reagent lot number used on this analyzer is 473372, with an expiration date of 31-may-2021.

Manufacturer narrative:
During investigations, the results obtained by the customer could be reproduced. Further investigations of the sample revealed it contains an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."